Event description:
It was reported that, on an unknown date, a tego¿ connector was found to have a tear during patient use. The report stated that the client reports numerous failures of the tego after only 1 or 2 treatments; outer silicone membrane tearing or coming apart when connecting/disconnecting mating devices. No change in staff, technique, or mating devices. There was patient involvement and no adverse event to patients.

Manufacturer narrative:
The complaint on the d1000 could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 13822701 was reviewed and no nonconformities were found that would have led to the reported complaint.